Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient experienced an intermittent/erratic shocking sensation. The patient used to get a jolt when they raised their hand and reached that occurred when the ins was set above 250. It had been an issue since implant. The patient had never been reprogrammed.

Event description:
Additional information was received from the patient. It was reported that the patient got shocks when the stimulator was set at over 330 and she raised her arms. The patient wanted to get in touch with a manufacturer representative (rep). Additional information received from a healthcare professional reported that the patient was going to go to their facility for an appointment in the couple of weeks following (B)(6) 2017 and would like to see a rep. Additional information was received from a rep. It was noted that the patient had been lost to follow-up with one physician after the first year because the patient was in jail. Additional information received from a hcp requested a rep call the patient. Additional information was received from the patient. It was reported that the patient wanted a rep at her (B)(6) 2017 appointment to see if they could program her old device. Additional information received from a rep reported that the patient¿s appointment was on their schedule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.